Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood the following events occurred: a.) Clotting/micro clots/fibrin clots. This event occurred 73 times. B.) No label or missing label information ( all packaging levels). This event occurred 40 times. The following information was provided by the initial reporter: translated to english. The customer stated: "since new stopper was implemented, they noticed higher amount of clots in coag tubes. I excluded all pa errors: insufficient mixing, draw volume, patient factor their concern is that they are confused: temp of transportation ( I have checked : from 2-7 from transport company report, in the box there is info about 2-8, on the box 4-25)".

Manufacturer narrative:
Imdrf annex a grid:a0205/ a030202 imdrf annex g grid:g04134 /g04094 imdrf annex b grid:b01/b02/b14 imdrf annex c grid:c0503 imdrf annex d grid:d09 h.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for label issue and clotting was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. The 100 retained tubes from this lot number were inspected and no tubes with insufficient additive were identified. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, clotting, because the defect was not evident in the testing of the customer lot samples. Visual evaluations of both retain and control samples for clotting demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of label issue or clotting. Bd was not able to identify a root cause for the indicated failure modes. Factors that may contribute to {reported issue} were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer¿ 9nc 0.109m buffered trisodium citrate plus blood the following events occurred: clotting/micro clots/fibrin clots. This event occurred 73 times. No label or missing label information ( all packaging levels). This event occurred 40 times. The following information was provided by the initial reporter: translated to english. The customer stated: "since new stopper was implemented, they noticed higher amount of clots in coag tubes. I excluded all pa errors: insufficient mixing, draw volume, patient factor... Their concern is that they are confused: temp of transportation ( I have checked : from 2-7 from transport company report, in the box there is info about 2-8, on the box 4-25)."